Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient ipg was at the end of life. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post operatively. The explanted ipg was discarded.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient ipg was at the end of life. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post operatively. The explanted ipg was discarded.